Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the subject device had no image. And displayed an error code (error code e315). The issue occurred, during preparation for use. For an endoscopic ultrasound (eus) procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9 additional information: d8, h3, h4, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was kept under observation; however, the reported issue was not confirmed. A definitive root cause was not determined. Olympus will continue to monitor field performance for this device.